Event description:
Adverse event of nerve injury involving the tongue and posterior pharynx reported. Postoperatively, pt experienced difficulty enunciating and numbness of the posterior pharynx. Symptoms became rapidly worse in the first week following surgery. Pt evaluated by ent and diagnosed with tongue dysarthria. Subsequent to being treated with decadron, pt's tongue numbness completely resolved and symptoms of speech impairment had slightly improved. Since then, pt's symptinms have progressed, and have gotten slightly worse. Pt has undergone further neurology workup including emg of tongue and pharynxl head CT, head MRI's, but they have not found anything. Neurologist thinks it is unlikely that the lma is the cause; if it were, it should be a static lesion or getting better. However, they cannot definitively rule out the lma as a contributing factor.